Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the io drill did not appear to work during a resuscitation attempt. When checking the drill function, the rotating head did not seem to function properly (very slow). Another access was obtained. There was no impact/consequence to the patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Upon receipt, the driver was visually inspected. When the trigger was pressed, the driver had no power. Thermal deformation to the housing was observed which is indicative that the motor ran continuously for an extended period of time. When the device was opened, damage to the seal was observed. The motor was connected to dc power supply and set to approximately 18v. When the trigger was pulled, the led flashed red. The driver's led is programmed to blink red when the driver is near its end of life and needs to be replaced. Life expectancy of the driver is dependent on actual usage (bone density and average insertion time) , storage, and frequency of testing. Analysis of the eeprom data showed that the led functioned properly to notify the customer to purchase a replacement and that the customer had pulled the trigger approximately 45 times after the led began flashing red. The data also showed 1 extra-long trigger pull of greater than 5 minutes and 1 trigger pull greater than 3 minutes but less than five. Two stall counts were also recorded. Other remarks: the report that the device had no power was confirmed. The cause for the driver losing power was because the batteries are depleted. The cause for the battery depletion was due to use and likely due to incorrect storage based on the thermal deformation and trigger pull of greater than 5 minutes long. Furthermore, the customer used the device beyond its useful life as the trigger was pulled approximately 45 times after the driver notified the customer it was approaching end of life and required replacement. The ez-io driver IFU states "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining. Purchase and replace the ez-io power driver when the red led begins blinking." No deficiencies were identified with the device.

Event description:
The customer alleges that the io drill did not appear to work during a resuscitation attempt. When checking the drill function, the rotating head did not seem to function properly (very slow). Another access was obtained. There was no impact/consequence to the patient.